Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section d4, section h4, to provide the DHR review and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for vessel occlusion leading to limb ischemia. Based on the limited information provided, the likely cause of the event cannot be determined and the relationship of the device to the reported event cannot be substantiated. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea). A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
Lot number: unknown due to unknown lot number. Expiration date - unknown due to unknown lot number . UDI - unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacturer date - unknown due to unknown lot number . Phone number - unknown. Initial reporter occupation - unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the angio-seal vip vascular closure device 8fr 0.038" guidewire 70cm involved was deployed into right femoral artery post angiogram of a patient. The patient required surgical removal of the angio-seal less than 12hr later due to limb ischemia. The angio-seal was found to be lodged more proximally than expected requiring a cutdown.